Event description:
Volun (B)(6) 2015: evd catheter inserted (B)(6) 2014 for treatment f ich after mva, (B)(6) 2014: evd removed (B)(6) 2014: patient had altered mental status. Lumbar puncture with scf specimen obtained, (B)(6) 2014: csf culter grew serratia marscesens. Therapy dates: (B)(6) 2014. Diagnosis for use: ich no customer / contact information provided. Devices will not be returned.

Manufacturer narrative:
Gtin: unknown. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Manufacturer narrative:
We were initially made aware of this reported event by the FDA. Our initial MDR should have included a reference to the report provided by FDA (mw5035465).